Manufacturer narrative:
Reliability analysis inspected 1 opened enlite sensor and performed bicarbonate buffer test per. Sensor passed with accurate readings. Also found cannula bent. Senor was unable to confirm in said condition due to customer returned opened. Observed cannula split from tubing.

Event description:
The customer reported via phone call of bent sensors and cal errors. The customer's blood glucose reading was 134 mg/dl. The customer stated that the alarm did not occur shortly after performing a "find lost sensor." The customer stated that the alert did not occur as a result of the first calibration attempt. The customer was advised that calibration error may be cause by isig values that are too high or too low for the blood glucose value. The customer was advised to remove and change out the sensor.